Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected the ilet infusion set to shower, forgot to reconnect, and later reconnected after returning from an activity, at which point a blood glucose of 230 mg/dl was observed; troubleshooting and education were provided, with no alerts or alarms reported and no issue with the infusion set or cartridge during reconnection. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no need for additional assistance, no emergency care, and no hospitalization. Investigation included case review and user education on proper reconnection and not disconnecting for activities such as exercise. Investigation of this case revealed user handling contributed to transient hyperglycemia, with the device functioning as designed once reconnected and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related use error was the most likely cause.